Event description:
It was reported that patient presented in clinic for left ventricular (lv) lead implant. It was noted during procedure that the guidewire was difficult to advance in the lv lead. The lv lead was not implanted, and a nearby replacement was successfully implanted on (B)(6) 2024. Patient was stable.

Manufacturer narrative:
The reported event of guidewire insertion issue was not confirmed. A full lead was returned in once piece for analysis. A guidewire was able to be fully inserted and removed successfully from the lead. Electrical testing, x-ray, and visual inspection were all normal. No other anomalies were found.